Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the insulating layer of the lead was found to be broken. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
The reported event of insulation layer of the lead was broken was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.